Event description:
On (B)(6) 2011, pt reported having trouble with the infusion set cannula bending. Pt stated sometimes upon inserting the infusion set, the infusion set cannula would bend. Pt reported he did not have any leaking. Pt stated his blood glucose readings were in the 300-400 mg/dl range. Pt reported he would change the infusion set and his blood glucose would go down. Pt's normal blood glucose range is 80-150 mg/dl. Pt stated he would notice when he removed the infusion set that the cannula was bent. Pt inserts the infusion sets using the insertion assist plus device. Pt reported he would notice the concern within 1-1.5 days after inserting the infusion set. Pt reported experiencing the issue more than once. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets were sent; no product return was requested.

Manufacturer narrative:
No product will be returned for eval.